Manufacturer narrative:
The device logs were returned to the resmed manufacturing facility for an extensive engineering investigation. Based on the investigation and previous investigations of similar complaints, it was determined that the reported system fault (sf 65) was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault 65. Device testing did not reproduce the reported issue and the evaluation result was no fault found. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) indicating data corruption. There was no patient injury reported as a result of this incident.